Event description:
Customer reports protime instrument giving inconsistent patient results. On (B)(6) 2010, patient inr 7.1, repeat test on second finger 2.7. Retest inr result 2.9. No adverse event reported.

Manufacturer narrative:
(B)(4). Manufacturer awaiting product return for further complaint investigation.